Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion seal to be lifted from the plate. Functional testing noted the air detector failed. The downstream occlusion seal and the air detector were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation revealed a lifted downstream occlusion seal. Upon further investigation the device failed the air detector test. The issue was discovered during testing, there was no patient involvement.